Event description:
Follow-up information indicated the discomfort around the implantable neurostimulator site has resolved since the device was relocated.

Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient ((B)(6)) experienced discomfort around the implantable neurostimulator site which intensifies when the device is turned on. The patient has experienced this issue for an unspecified amount of time. Surgical intervention was undertaken on (B)(6) 2016 and the implantable neurostimulator was relocated from the right buttock to the left buttock.